Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the smart device showed a transmitter failed error. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review did not confirm the reported event of a transmitter failed error. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and passed. Performed a pairing test with a nordic bluetooth device and passed. Test on global transmitter final functional tester passed. Performed share log review and customer complaint was not confirm via the data. The reported event of transmitter failed error was not confirmed. A root cause could not be determined.